Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing (please see b6), the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where the light guide rod lens was cracked, the bending section rubber glue was separated, and the plug unit was shaved. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the evis exera iii colonovideoscope tested positive for an unexpected contamination. The issue was found during regular examination in the hospital. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. Pre-cleaning involved aspiration of water through the instrument and suction channel. The air/water channel and auxiliary channel were flushed. Detergent was used during pre-cleaning. Manual cleaning involved brushing the instrument/suction channels, suction cylinder, instrument channel port, balloon channel and distal end. During manual cleaning, the brush used was asept imed and the detergent used was anios clean. The scope was not manually disinfected. An automatic endoscope reprocessor (aer) was used, but the manufacturer was unknown. Apa was used as the disinfectant. The endoscope was stored using a plasma typhoon. This event is under investigation. A supplemental report will be submitted upon receiving additional information.